Manufacturer narrative:
The suspect device was returned for evaluation visual inspection was performed, and no damage was found on the device. The device was then pressurized to 200psi, and leaking was observed at the crv valve. Under magnification, no cracks were observed at the site of the leakage. The leakage appeared to be at the bonding site between the crv valve body and the cap with external threads (the female luer). A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a coronarography procedure, air bubbles were introduced into the patient's coronary arteries. No patient injury associated with the event.